Event description:
It was reported that the keypad was peeling and the pump is intermittently responding to the contrast button. The patient denies that the pump was exposed to water. The patient is unwilling to return the pump at this time.

Manufacturer narrative:
No conclusions can be drawn at this time since the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/06/2014 with the following findings: evaluation revealed a battery compartment crack.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/06/2014 with the following findings: the keypad was found to be torn. Evaluation revealed the ok and down keypad buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the bolus button cover was found to be torn; contamination was observed under the bolus button cover.